Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 4 months after heartware lvad implantation. The battery was removed from the patient and replaced. There were no injuries associated with this event. The investigation is ongoing.

Manufacturer narrative:
The battery was exchanged without incident and returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. The returned battery failed functional testing due to a permanent failure flag, rendering the battery inoperable. Additionally, functional analysis revealed that the returned battery contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The device have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.